Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history log files were read out and analyzed by the development. Here is the statement of the r&d department: analysis of the history data regarding the device alarm da 2146. The device alarm da 2146 is listed once in the alarm history of the device: on (B)(6) 2025 10:06 device alarm da 2146. The device alarm da 2146 is listed also once in the device history of the device. Analysis of the device history data: (B)(6) 2025 19:15 device switched on (B)(6) 2025 19:16 syringe "space line neutrap" confirmed. (B)(6) 2025 21:24 new therapy (B)(6) 2025 21:24 drug "noradss" with concentration 0.08 mg/ml selected with patient weight 70 kg. (B)(6) 2025 21:24 set dose rate 0.35 mcg/kg/min (B)(6) 2025 21:24 set vtbi 40 ml (B)(6) 2025 21:24 , infusion started several dose rate and vtbi changes (B)(6) 2025 09:37 new dose rate 0.28 mcg/kg/min set (B)(6) 2025 10:06 enter new dose rate 0.27 mcg/kg/min (B)(6) 2025 10:06 --> device alarm da 2146. The device alarm da 2146 after confirming a new dose rate value could not be reproduced. The device alarm da 2146 after confirming a new dose rate value was added to the jira database of the software development. Device alarm when changing the dose rate with soft-limits during infusion. Unfortunately, the device alarm da 2146 cannot be reproduced, so the root cause of the device alarm cannot be determined. As a result, no workaround can be given. Visual inspection: during the visual inspection of the infusomat space, a technician seal as well as all cover caps on the screw pillars on the lower housing were available and undamaged. The device was slightly dirty and showed agerelated signs of wear and tear. No visible damages were found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. During the functional investigation it was possible to detect, that the arrow key of the operating unit didn´t work properly. Furthermore, a long-term test of 24 hours was performed. A space line was inserted and the infusion started with a rate of 250ml/h. During the infusion, no malfunction could be detected. The device was disassembled, and the inside was investigated. Inside the device could be found liquid residues on the lower housing, the emc protection shield and the bottom inner frame. No other visible damage was found. Inside the operating unit no damages could be found. The defect could be confirmed. The device alarm 2146 could not be reproduced but was found in the device and alarm history. Addition information: unfortunately, the device alarm da 2146 could not reproduce by the development, so the root cause of the device alarm cannot be determined. As a result, currently no workaround can be given. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "pump infusing central noradrenaline. Bedside rn altering rate to improve map/cpp. Pump suddenly started alarming code 2146, with audible alarm and flashing screen and stopped infusion. Bedside rn transferred noradrenaline line to spare IV pump, and managed bp with metaraminol. Patient's blood pressure became labile with transient hypertension. Medical team present, patient's bp recovered after 5 minutes. Cims form completed. Pump isolated from clinical area and replaced with another one. Emed completed. Pump moved to mtp office for investigation."